Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer went to the hospital and was admitting with a blood glucose (bg) level of 370 mg/dl ¿ ¿high¿ on continuous glucose monitor. During troubleshooting, it was found that customer was using off label insulin, admelog within the pump supplies and that the pump was exposed to water. Customer was treated with intravenous fluids of saline and magnesium and manual injections of insulin to address the elevated bg. Multiple attempts were made to obtain customers release date from hospital; however, no response was received from the customer. Customer reverted to an alternate method of insulin.